Event description:
Customer called stating he could not enter his carbohydrates in the insulin pump for his meal. Customer was assisted with turning on the bolus wizard. During the call, customer stated that his insulin pump alarmed motor error. Customer's blood glucose was 177 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.